Event description:
In 2006, the patient was reportedly treated for an infection of the skin flap with corticoids after an allergy test confirmed that the patient was not allergic to the device. The explanted c1 dfevicve was returned to the company without prior notification from the center.